Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: customer returned nine (9) 31g x 8mm, 1ml bd insulin syringes in an open polybag from lot 8015855. The customer also provided three photos of 31g x 8mm, 0.5ml bd insulin syringes, however, no photos of 31gx8mm, 1ml insulin syringes were provided. Consumer stated syringes are damaged. All nine returned syringes were examined, and no apparent issues were observed on the syringes. Since no evidence of manufacturing defects were observed, the alleged issue could not be confirmed. A review of the device history record was completed for batch # 8015855. All inspections and challenges were performed per the applicable operations qc specifications. There were seven (7) notifications [(B)(4)] noted that did not pertain to the complaint. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle was damaged during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "received email from third party on consumers behalf who stated syringes are damaged and she's included pictures."